Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to lg-tube (light-guide tube) during user handling and it damaged ccd (charge-coupled device) unit, causing no image. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use warnings and cautions: caution ·turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system inspection of the endoscopic image 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the device would relay a device to the monitor but there was intermittent flickering. The reported issue was confirmed. During examination, the device was found to have pitted adhesive around the objective lens; scratches on the distal end plastic cover, switch button 4 and the light guide tube; denting on the insertion tube and light guide tube; and a missing ce label.. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the evis exera ii bronchoscope did not relay an image to the monitor. The customer reported this issue was found during preparation prior to use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. No adverse effects to patient reported.